Manufacturer narrative:
The reported event of post operative sepsis is captured under manufacturer report number 2916596-2022-13856. Manufacturer's investigation conclusion: a direct correlation between (B)(4) and the patient outcome cannot be conclusively determined through this evaluation. The patient passed away in india during the covid-19 pandemic and the cause of the patient outcome is unknown. The patient outcome was not believed to be device or therapy related. (B)(4) will not be returned for evaluation as no autopsy was performed and it was not explanted for evaluation. Additional information regarding the event was requested from the account; however, it was communicated that further information was unavailable from the patient¿s family. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use (IFU) lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away during the covid-19 pandemic and the cause of the patient outcome is unknown. It was reported that the physician was unsure of what the cause of death was but noted that the patient had previously suffered from post-operative sepsis. The device was not returned for evaluation as no autopsy was performed and it was not explanted. Additional information regarding the event was requested from the account; however, it was communicated that further information was unavailable from the patient¿s family.